Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The surgeon reported two different episodes of laa tissue tearing outside the footprint of the device. There was no tear after the application of the device; it was only noted at the end of the primary surgical procedure. The surgeon also checks the occlusion of the laa os by cutting the end of the laa and observes for active bleeding, of which there was none. The tears were addressed using typical closure techniques and there was no patient related complication.